Manufacturer narrative:
On 08/06/2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant had a crease/fold on the posterior view. An area of shell abrasion also was observed within the crease. Leak testing was performed, according to mentor procedure, and it revealed a tear within the shell abrasion measuring approximately less than 0.1 cm. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. Mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Note: upon receive of the device, the suspect device became evident as 5745928. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 475cc and suffered from a deflation on the right side. As result, the patient had undergone removal and replacement with gel mentor breast implant on (B)(6) 2021.